Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8709, lot# j11159r22, explanted: (B)(6) 2016, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving compounded baclofen via intrathecal drug delivery pump. The indications for use of the pump were cerebral palsy and intractable spasticity. It was reported that there was erosion of the skin over the pump pocket, and the pump was electively removed. The patient recovered without sequela after the device removal, and there was no patient injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# j11159r22, explanted: (B)(6) 2016, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type catheter. Analysis of the pump found no anomalies.analysis of the 8578 catheter found damage to the retaining ring fingers and coring in the seal of the sc connector. Leaking was seen during pressure testing; the catheter met leak criteria per (B)(4). Result code and conclusion code no longer apply. Results code applies to the pump and results code applies to the catheter. Conclusion code applies to the pump; conclusion code applies to the 8578 catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Event description:
Additional information was received from business partner saol on (B)(6) 2016, indicated that on (B)(6) 2016, it was learned the patient was (B)(6) caucasian male who was being treated with lioresal 2000 g/ml (baclofen) and oral baclofen. Additional medical history included cerebral palsy, short-gut syndrome, spasticity, iron deficiency and constipation. Concomitant products included: (B)(6) (azathioprine), (B)(6) (bisacodyl), vitamin d3 (dietary supplement), (B)(6) (divalproex sodium), (B)(6) (docusate sodium), (B)(6) (hydroxyzine), (B)(6) (levothyroxine sodium), (B)(6) (loratadine), (B)(6) (clotrimazole), (B)(6) (omeprazole), (B)(6) (polyethylene glycol 3350), (B)(6) (sennosides) and (B)(6) (ziprasidone). Dates of therapy, routes, doses and frequency of use were not reported. On an unspecified date in 2002, the patient started treatment with lioresal 2000 g/ml at 680 g/day, "flex dosing," (previously reported as compounded baclofen started on an unspecified date), per simple continuous infusion, intrathecally via a synchromed ii pump, for spasticity. On an unspecified date, the patient started treatment with baclofen at an unknown concentration, dose and frequency of use, orally. The physician noted the baclofen pump was working well for the patient, however, the pump eroded through the skin, and had to be removed emergently(surgically). On (B)(6) 2016 the patient was admitted to the hospital. During the weaning of it (intrathecal) baclofen and oral baclofen was being administered, the patient desaturated, was hypertensive, bradycardic, required intubation and an ICU (intensive care unit) stay. The patient did not have a reaction to the it baclofen, he had an episode during the weaning off of the it medication which was more consistent with a seizure, than with medication withdrawal, although, the physician noted it "could be related." The issue of the pump pocket erosion was resolved after and the pump was removed and the pocket was surgically closed. On (B)(6) 2016, the patient was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.